Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The pump was received with a loose drive support disk, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 367 mg/dl. The customer stated that her pump did not work properly and the drive support is sticking out and loose. The customer stated that the support cap will fall out if it is not taped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.